Event description:
Per the clinic, the device was explanted (B)(6) 2015 due to incorrect placement.

Manufacturer narrative:
This report is filed 02 sep 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.